Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicated that the customer had no further occlusion alarms and blood glucose level was 84 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that multiple occlusion alarms occurred during bolus and basal delivery. Reportedly, customer's blood glucose level was impacted. (151 mg/dl).